Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic tip broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the cannula shaft, handle and c-ring. The c-ring was transected longitudinally between the flanking curved sections. Evidence of blood and tissue were observed on the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break, c-ring " was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic tip broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.